Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the rtm was heating up while charging. She just met with the manufacturer representative (rep) yesterday and he said patient needed a new lithium battery as well as new rtm. The rep checked out everything. Patient service specialist (pss) tried to clarify exact issue and patient stated that was what she needed because the device was not charging and that was what she needed. Pss could not clarify what was not charging when asked whether controller or ins not charging this was not answered. Patient controller was not charging. No patient symptoms were reported. Additional information received. Manufacturer representative (rep) reported patient had difficulty charging battery as reported before. The patient was sent a new charger and issues persisted. It was reported that patient's implant did flip confirmed via x-ray and direct visualization during replacement. The battery behaved normally in the clinic for rep but patient indicated ongoing issues while trying to charge at home. Battery was replaced and anchored the new battery in place to avoid flipping in the future. Pocket was revised. Issue is resolved.

Event description:
Additional information received from the rep reported that the ins was sent back for analysis. No new information and analysis has not been performed. Return slip attached.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# nlh031695n serial# implanted: explanted: product type accessory product ID 97755 lot# serial# (B)(6), implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned ins serial# (B)(6), was analyzed and no anomaly was found. Product analysis: analysis information -- 2021-07-22 15:32:48 cst product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.